Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Manufacturer narrative:
Zimmer biomet complaint- this follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Craik johnathan d., el shafie sherif, singh vinay kumar, twyman roy s., revision of unicompartmental knee arthroplasty versus primary total knee arthroplasty, journal of arthroplasty (2014). Doi: 10.1016/j.arth.2014.10.038.

Event description:
Information was received based on review of a journal article titled, "revision of unicompartmental knee arthroplasty versus primary total knee arthroplasty" which aimed to determine the indications for medial unicompartmental knee arthroplasty (uka) revision, the difficulties encountered during surgery and compares patient reported outcomes with those following primary total knee arthroplasty. This parent complaint addresses one event of article, the nine (9) patients who were revised due to aseptic loosening. There has been no further information provided and the patient outcome is unknown.

Event description:
Information was received based on review of a journal article titled, "revision of unicompartmental knee arthroplasty versus primary total knee arthroplasty" which aimed to determine the indications for medial unicompartmental knee arthroplasty (uka) revision, the difficulties encountered during surgery and compares patient reported outcomes with those following primary total knee arthroplasty. The study involved five hundred and eighteen (518) patients who underwent medial uka (involving five hundred and forty six (546) knees; oxford phase 3) and six thousand, seven hundred and fifty three (6753) patients who received primary total knee arthroplasty from august 2006 to october 2011. Of the 546 medial ukas, twenty nine (29) patients required revision surgery at a mean of 25 months. The revision rate for primary total knee arthroplasties over the same period was significantly lower at 57 cases at a mean interval of 19 months. Of the 29 patients requiring uka revision, 25 patients were revised to total knees and 4 were revised to uka or additional patella-femoral joint arthroplasty. 22 patients had complete outcome data at a mean follow-up of 26 months. The primary reasons for revision were: aseptic loosening in 9 cases, progression of osteoarthritis in 9 cases, persistent pain in 6 cases, infection in 2 cases, poly-dislocation in 2 cases, and peri-prosthetic fracture in 1 case. 10 patients required augments, stemmed implants or bone grafts.